Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported that she has tried all four programs for her interstim device, but has never had good therapy. She also states that when the device is on, she gets vaginal pain and numbness in her upper left leg. Further info is being requested from the hcp.